Manufacturer narrative:
The reported issues were addressed with additional pressure, a thrombin injection and a transfusion but did not require surgery. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of the patient sneezing while in recovery, but this could not be determined. Complications such as retroperitoneal bleeding and pseudoaneurysm are general complications which may be related to endovascular procedures or vascular closure. Pseudoaneurysm requiring thrombin injection is a known minor complication of endovascular procedures or vascular closure and is not considered a serious injury.

Event description:
Vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. Post procedure the patient stated that she "sneezed really hard and felt the groin area bust the clot open" a CT was ordered as the patient blood pressure had also dropped from 165/79 during the procedure and ended at 98/55. The patient was diagnosed with a retroperitoneal bleed and a pseudoaneurysm in the right femoral artery. The retroperitoneal bleed was correct with pressure and the patient was giving 2 units of blood. The pseudoaneurysm was treated with a thrombin injection. Patient recovered and was later discharged.